Event description:
It was reported that the customer's blood glucose level of 98 mg/dl and her sensor glucose level of 52 mg/dl were not within an acceptable range. The customer also reported that the insulin pump went into many threshold suspends because of this issue. She also reported a calibration error. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.